Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was dislodged and pulled back into svc. The patient presented for a lead revision surgery. During the procedure, the left ventricular (lv) lead was dislodged. The leads were explanted and replaced. When the leads were connected to the device, atrial pacing spike was seen both on the right ventricle (rv) and lv electrograms. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable before, during and post procedure.